Manufacturer narrative:
Product complaint #: (B)(4). Updated sections on this report: b5, g4, g7, h2 and h10. Section b5: additional information received, indicated that there was no excessive force applied to the device. The devices were removed from the patient without additional intervention. It was not necessary to remove the mc with the coil. The coil was still attached to the delivery wire when removed from the patient. Adequate flush was maintained through the devices. The concomitant devices functioned as expected. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization of a 3mm residual neck on an anterior communicating artery (acom), a 3mm x 6cm galaxy g3 xsft coil (glx120306, l12565) was used as the first framing coil. The coil was prepped and introduced into the patient without incident. The coil was delivered halfway down the sl10 microcatheter, (not deployed into the aneurysm) when the physician felt resistance. He then removed the coil and found it to be stretched. The physician then choose to use an orbit galaxy 640cx0306. This coil was prepped, introduced, deployed and detached into the patient without incident. Next, an orbit galaxy 640hx0204 was prepped, introduced, deployed and detached into the patient without incident. The case was then ended with good results. There was no patient injury reported. Initially, an envoy 6f mpc, synchro .014 guide wire and the sl10 microcatheter (mc) were used as the access set up. Tortuosity was normal and the aneurysm was accessed easily. Additional information received indicated that there was no excessive force applied to the device. The devices were removed from the patient without additional intervention. It was not necessary to remove the mc with the coil. The coil was still attached to the delivery wire when removed from the patient. Adequate flush was maintained through the devices. The concomitant devices functioned as expected. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. A manufacturing record evaluation was performed for the finished device l12565 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaints of ¿detachable coil delivery system (dcs) - resistance/friction-during advancement with no loss of cerebral target position¿ and ¿coil - unraveled/stretched-in microcatheter¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Resistance/friction during advancement is a known potential failure associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. The IFU states the following: ¿if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. The device was not returned for analysis and therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device l12565 number, and no non-conformances related to the reported complaint condition were identified.

Event description:
As reported by a healthcare professional, during a coil embolization of a 3mm residual neck on an anterior communicating artery (acom), a 3mm x 6cm galaxy g3 xsft coil (glx120306, l12565) was used as the first framing coil. The coil was prepped and introduced into the patient without incident. The coil was delivered halfway down the sl10 microcatheter, (not deployed into the aneurysm) when the physician felt resistance. He then removed the coil and found it to be stretched. The physician then choose to use an orbit galaxy 640cx0306. This coil was prepped, introduced, deployed and detached into the patient without incident. Next, an orbit galaxy 640hx0204 was prepped, introduced, deployed and detached into the patient without incident. The case was then ended with good result. There was no patient injury reported. Initially, an envoy 6f mpc, synchro .014 guide wire and the sl10 microcatheter (mc) were used as the access set up. Tortuosity was normal and the aneurysm was accessed easily.